Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced a blockage at the insertion site on (B)(6) 2025. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6009734 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated for the malfunction occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). No escalation required. The batch 6009734 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, 10 reference samples 10 passed the test. Device history record (DHR) review: the packing lot 6009734 was manufactured according to the wi version 98 manufactured in the line multivac 14, on 20/oct/2024, with a total of (B)(4). Welding: the lot 4k01382 was assembled according to the wi version 34, machine ls24 and ls25 on 15-oct-2024, with a total of (B)(4) units each. The lot 4k01377 was assembled according to the wi version 34, machine ls24 and ls25 on 09-oct-2024, with a total of (B)(4) units each. The lot 4j05421 was assembled according to the wi version 34, machine ls24 and ls25 on 28-sep-2024, with a total of (B)(4) units each. Gluing of connector the lot 4k01136 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 14/oct/2024, with a total of(B)(4) units. The lot 4k01137 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 14/oct/2024, with a total of (B)(4) units. The lot 4k01138 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 15/oct/2024, with a total of (B)(4) units. The lot 4k01139 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 15/oct/2024, with a total of (B)(4) units. The lot 4k01128 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 08/oct/2024, with a total of (B)(4) units. The lot 4k01129 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 10/oct/2024, with a total of (B)(4) units. The lot 4j05168 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 28/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6004743 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.